Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was directly reported from a physician that a patient has passed away. An online obituary did not indicate the cause of death or any allegations against vns. The patients nurse confirmed that the patient was receiving treatment at the time of death. She had no further information pertaining to the cause of death, and did not know if the death was related to vns or not. No other relevant information has been received to date.